Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted exposed cables at the tip of the mega suture cut needle instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both grip cables were found to be broken at the distal idlers. The idler pulleys spin freely and exhibited damage to the rim and face. The cable segments sticks out at wrist. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.